Manufacturer narrative:
The siemens customer service engineer (cse) stated that the incident occurred while he replaced the level sense/crash detect printed circuit board (pcb) on the atellica ch 930 analyzer. Siemens evaluated the event and concluded that the cse manually moved the dilution arm probe into an unsafe position. Siemens confirmed that the atellica ch 930 module automatically moves all system transfer arms to a safe position, with the probe tips shielded by drain nozzles, to allow adequate space to service the sample arm without altering other transfer arms positions. If necessary, the cse can also place the probe in a parking port position to avoid other obstructions. Siemens concluded the atellica ch 930 analyzer is operational and working as specified. The cause of the event is due to a use error.

Event description:
A siemens customer service engineer (cse) stated that his hand was pierced by the atellica ch 930 dilution probe while he performed a service repair. The cse informed siemens that he was wearing gloves and personnel protective equipment (ppe) at the time of the event and that he cleaned the area with antibacterial soap and applied a band-aid. The cse did not seek any additional treatment. There are no known reports of patient intervention or adverse health consequences due to the cse's hand being injured by the dilution probe.